Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during a venous recanalization procedure, a cxi support catheter separated within the vessel. The target lesion was in the left iliac vein. The patient's anatomy was fibrotic and tortuous. The device separated during removal from the patient before introduction of a balloon. The separated portion was retrieved with an unknown loop. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. One cxi-4.0-35-135-p-ns-0 (cxi support catheter) was returned for investigation. Only a 15.8cm section of the cxi was received. The hub was not received. A document-based investigation evaluation was performed. One relevant nonconformance was recorded; all affected product was scrapped and not replaced. There have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution the following: ¿catheter manipulation should only occur under fluoroscopy.¿ ¿the catheter should not be advanced into a vessel having a reference vessel diameter smaller than the catheter diameter.¿ ¿the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction.¿ based on the available information, cook has concluded that the patient¿s tortuous anatomy has contributed to this event. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 27sep2021. The target lesion was in the left iliac vein. The patient's anatomy was fibrotic and tortuous. The device separated during removal from the patient before introduction of a balloon.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a venous recanalization procedure, a cxi support catheter separated within the vessel. The separated portion was retrieved with an unknown loop. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional event information has been requested.